Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was in range of 50-59 mg/dl treated with juice and current blood glucose is 250 mg/dl and it treated with insulin pump. The customer reported that the air bubbles of big size was present in between the o ring of reservoir and insulin pump was exposed to moisture. The reservoir was leaked at the o ring. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.